Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor signal was not found. The customer's blood glucose level was 114 mg/dl at the time of the incident. The customer stated that the transmitter does not blink when connected. The customer stated that she took the sensor out and it does not have filament. The product was returned for analysis.